Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the device MFR's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) pt called technical support to report the drain complication warning messages during treatment. The pt requested a replacement cycler. Upon f/u with the pt's pd nurse, she stated pt was on dialysis and went to disconnect the next morning and he noticed that it (cycler) was all wet and it was leaking from somewhere. The pt was not sure how long or how much fluid leaked out. The pt brought in a sample of effluent and it was cloudy. The pt has signs and symptoms of peritonitis. Cultures have been sent to the lab. Pt medical records were requested.

Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation. External visual inspection, the cycler exterior showed no signs of any physical damage. There were no indications of dried fluid within the cassette compartment underneath the mushroom heads. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. The heater tray/scale was not obstructed. The simulated treatment was completed without any alarms or problems occurring. There were no fluid leaks in the test cassette during the treatment test. The valve actuation test and system air leak test passed. The internal inspection showed indications of dried fluid within the recess of the bottom cover adjacent to the pump assembly and cassette area. The cause of the encountered dried fluid could not be determined. The cycler passed the mushroom head checks. An investigation of the device manufacturing records was conducted and the product labeling, material, and process controls were w/in specification.

Manufacturer narrative:
Completed clinical investigation: based on the 32 pages of medical records info it appears that on (B)(6) 2015, this pt had a peritoneal dialysis fluid culture positive for methicillin resistant coagulase negative staphylococcus species peritonitis. According to the peritoneal dialysis registered nurse (pdrn), the pt was on dialysis and went to disconnect the next morning and noticed that it was all wet and it was leaking from somewhere. The pt brought in a sample of the bag and it was cloudy and pt had signs and symptoms of peritonitis. Medical records do not contain progress notes, medication records or physician orders for review. Medical records do not reveal the source of the peritonitis. Pt stated there was a leak. Neither the pdrn nor the pt states that the peritonitis was a result of the peritoneal dialysis fluid. There is no documentation in the medical record that indicates there is a causal relationship between the pt's peritoneal dialysis solution and the peritonitis. There is no documentation in the medical record that indicates there is a causal relationship between the pt's liberty cycler and the peritonitis. There is no documentation in the medical record that indicates there is a causal relationship between the pt's liberty cycler set and the peritonitis.